Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of (460 mg/dl). Multiple follow up attempts were made to troubleshoot with the customer. However, no additional information was provided.